Event description:
It was reported that the pt's right knee was revised due to pain and flexion instability. During the procedure, the knee was aspirated and found to be negative for bacteria. The femoral component and articular surface were removed and replaced.

Manufacturer narrative:
Info was received via medwatch# (B)(4). This report will be amended when our investigation is complete.